Event description:
At the 18 min point of the treatment it was discovered by ultrasound evaluation that the foley balloon of the prostaprobe has a leak. The treatment was stopped and the catheter removed from the pt. The event is being reported because a similar event could cause a serious injury.